Event description:
It was reported that the highsail met resistance with an unk guide wire before the catheter had entered the pt. As catheter was pulled back, the tip separated from the device. The separated tip was easily recognized and removed for the guide wire.